Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a guide wire tip detachment occurred. The target lesion was located in the tibialis posterior artery. A (B)(4) platinum plus guide wire was successfully advanced and the procedure was completed. During withdrawal of the guide wire through an unspecified catheter, 4cm of the guide wire tip detached, and subsequently was removed via surgical intervention. The procedure outcome is unknown. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/14/2010. The lay user/patient's lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device involved in this case failed testing. The casing was found to be cracked/open. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that his lancing device is cracked/broken. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the following is based on the initial call. The patient mentioned that the he has had the lancing device for about 2 months. About a week prior to contacting lfs the alleged issue with the lancing device began. Due to the alleged issue, the patient increased his insulin dosage. On (B)(6) 2010, the patient developed symptoms of hypoglycemic symptoms and feels it was due to the increase dosage of insulin he had been taking. The patient did not seek any medical attention or contact hia physician for assistance. The lancing device was replaced. The complaint is being reported since the patient alleged that broken lancing device, he was unable to test, increased his dosage of insulin and later developed symptoms of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.